Manufacturer narrative:
The device was not returned for examination and the lot number is not known, however, because of the nature of the incident, are not necessary. Co's labeling for this device warns that "contact of electrosurgical electrodes...with tracheal tubes...must be avoided. Such contact could...cause combustion of the tube..." Based on the received info, the cause of the fire was user error in failing to follow labeled warnings. Unfortunately, tracheal tube fires are known to occur in the presernce of oxygen and during the use of electrosurgical units (esu); the esu sparks, igniting the combustible pvc tracheal tube and continues to burn in the presence of oxygen. Many articles have been published about this event type. No manufacturing error has occurred. No further info is anticipated for this report.